Event description:
Initial report: this serious unsolicited report was received from a physician via our affiliate (B)(4) on (B)(6) 2011. This case involves a (B)(6) female who was treated with poly-l-lactic acid (sculptra). During each session poly-l-lactic acid was diluted with 6 ml of sterile water plus 1 ml of lidocaine for facial rejuvenation. Treatment was administered on: (B)(6) 2008 with injections to the cheeks and marionette lines; (B)(6) 2008 injections to the cheeks and cheekbones; and (B)(6) 2008 with injections to the cheeks and marionette lines. From (B)(6) 2008, this pt experienced two nodules, 2 cm in size, in the right cheekbone on the outside of the face. The nodules were treated with lesion subcision and corticoids. Surgical intervention was not required and the pt recovered on (B)(6) 2008. During (B)(6) 2008, inflammatory reaction was experienced. The pt recovered sometime that same month. Since (B)(6) 2011, and inflammatory reaction with indurated nodules across the face from 2-6 cm were noted. The physician described the adverse event as visible nodules in almost all the face, especially in the cheek. The first nodule appeared on (B)(6) 2008 and at the time of this report there were more than ten. The event is ongoing and has lasted more than two years, but has caused no bodily dysfunction or permanent damage. No biopsy was taken. Other suspect drugs: none. Significant/relevant medical history indicates this pt has had other esthetic treatments with no similar events. Relevant concomitant medications include lidocaine. Action taken: not applicable. Corrective treatment: lesion subcision and corticoids. Outcome: not recovered. Physician/reporter causality: not indicated. A ptc (product technical complaint) has been initiated for this report: (B)(4).